Manufacturer narrative:
Occupation: reporter is a j&j employee. Investigation summary: visual inspection: the driving cap f/insertion handle (p/n: 03.010.523, lot number: 1l79393) was received at us cq. Visual inspection of the complaint device showed the threaded distal tip broken off at the most proximal thread form and the broken tip was retained in the threaded portion of the mating device insert-handle radioluc l100 (p/n: 03.010.486, lot # l808534). The driving cap had surface scratches along the shaft and several dents on the top of the proximal head from hammer blows. These cosmetic issues are consistent with normal wear. No other issues were identified with the device. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the distal tip has broken off. While a definitive root cause could not be identified, it is possible that an off-axis strike on the driving cap contributed to the complaint condition. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part number: 03.010.523, lot number: 1l79393, manufacturing site: (B)(4), release to warehouse date: 04. Mar. 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date during the procedure, the driving cap broke in the insertion handle. There is no further information available. This report is for one (1) driving cap/threaded. This is report 1 of 2 for (B)(4).